Event description:
It was reported that a patient underwent a recurrent hernia repair procedure on (B)(6)2010 and mesh was placed. During the procedure, a very small area of the orc layer became separated from the mesh. This was noted after the mesh had been fixated. The surgeon used suture to combine the 2 layers. No adverse patient outcome was reported.

Manufacturer narrative:
(B)(4) - delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.